Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks. Patient was deceased due to cardiac pump failure. Death was not procedure related. It is unknown if the device was explanted or not. No further information available.